Event description:
During an ovary abscess procedure, the doctor found the paint on the shaft had fallen off. At last, the doctor changed another one to finish the or. There was no reported pt consequence.